Event description:
Event description cpi received information that during a routine procedure to replace this patient's device, the surgeon nicked the sweet tip bipolar lead (4269) accidentally, and the lead was removed from service. Another cpi (4269) was added along with an endotak lead (0125).